Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-00079. It was reported the patient had been receiving inadequate therapy due to one of her leads migrating. In turn, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor accidentally cut the lead that had migrated when attempting to reposition it. As a result, the lead was explanted and replaced. Surgical intervention resolved the patient's issue. Note: both of the patient's leads are being reported because it is unknown which device was liable.